Event description:
It was reported that the right ventricular lead was explanted after the patient developed exit block and high thresholds. No patient complications have been reported as a result of this event.